Event description:
Boston scientific received information that a nurse reported the patient experienced syncope for an unknown reason and it is unclear if it could be due to device related issues. One year ago, noise along with fluctuating impedance and threshold measurements on the right ventricular (rv) lead were reported. The nurse now stated that the rv lead impedance measurements remain stable, however the r-wave amplitude measurement is low and fluctuates and the threshold has risen. Boston scientific technical services (ts) discussed pacemaker programming options with the clinician. The clinician stated that the device would be reprogrammed and the rv lead would continue to be monitored. The patient contacted technical services one month later and stated that he continues to experience syncope and has concerns over pacemaker function. Ts referred the patient to his physician to discuss his concerns. The boston scientific sales representative has attempted to contact the clinic for further information. To date no additional information has been received. The investigation is complete at this time.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
The boston scientific sales representative (sr) received the following additional information from the clinic: the cause of syncope is still undetermined and the patient has not reported another episode of syncope since then. The device interrogation did not reveal any issues. The clinic has allowed the patient to do patient triggered events, but the he has not stored anything. Although the patient continues to express concern over pacemaker function, the clinic and the sr both feel that the device is working appropriately and that the cause of the syncopal episode may be due to something other than the pacemaker. The sr suggested to the clinic that having a boston scientific sales representative at the next pacemaker check would be valuable in order to reassurance the patient that his device is working appropriately. It was also noted that the patient has always been 100 percent sensed in both the atrium and ventricle. The pacemaker system remains implanted in the patient. At this time the investigation is complete.